Event description:
Reportedly, oversensing of myopotentials was observed between (B)(6) 2020 and (B)(6) 2020. Several episodes labelled as ventricular fibrillation (vf) were recorded in the device memories. No episode was recorded after (B)(6) 2020. The sensitivity threshold was set at 0.4mv. Patient files analysis confirmed the reported noise oversensing on the ventricular channel since (B)(6) 2020 (at least). The observed noise most probably resulted from myopotentials sensing and/or from electromagnetic interferences (emi).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, oversensing of myopotentials was observed between 31 july 2020 and 14 august 2020. Several episodes labelled as ventricular fibrillation (vf) were recorded in the device memories. No episode was recorded after 14 august 2020. The sensitivity threshold was set at 0.4mv.